Event description:
In 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The pt reported that the alleged issue started in 2009. On unspecified dates/times, the pt claimed she obtained alleged high blood glucose readings of "118, 122, 125, 154, 118, 134, 122, and 132 mg/dl" with the subject meter. The cca noted that the pt manages her diabetes with oral medications (type and dose unk). The pt denied taking any action regarding her diabetes management as a result of the alleged issue. Two months after the alleged issue started, the pt claimed she felt shaky and treated self with food and/or drink in response to the symptoms. It is not known if the pt tested with the subject meter prior to or at the onset of symptoms. At the time of troubleshooting, the cca noted that the pt did not have test strips and therefore a control solution test could not be performed. Replacement products were sent to the pt. This complaint is being reported because the pt claims she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.